Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Affiliate reported that a patient that was subject of prior complaint, (B)(4) is having difficulty with her revised shunt. It was reported that the device was over draining. There is no plan at the moment to revise the valve.